Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04480, 0001825034 - 2017 - 04481.

Event description:
It was reported patient's right hip was revised approximately 7 months post-implantation due to aseptic failure. Operative notes stated metal tinged murky fluid was found. Attempts have been made and additional information on the reported event is unavailable at this time.